Event description:
It was reported that air bubbles were observed within the canister. The customer reported that they used an empty syringe to remove the air to address the issue. There was no reported adverse impact to the customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.